Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported and doesn¿t have all the information. Caller states patient didn't bring their patient controller to appointment. Caller states the patient alleges the implantable neurostimulator (ins) is off/dead and is 'malfunctioning'--not providing stim. It was advised best course of action for this patient is to meet with managing hcp to understand what is occurring. The patient told caller this occurred two weeks ago. No symptoms/patient complications reported.